Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate anti-tachycardia pacing (atp) and five electric shocks due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode, and therapy was not exhausted. Additional information from the field representative indicates that the physician prescribed rate control medications. Also, the patient is scheduled for an office visit for follow up. In the office visit the physician optimized the rate control medications and reprogrammed the device. Also, a cardioversion was scheduled to control the patient's abnormal rhythm. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate anti-tachycardia pacing (atp) and five electric shocks due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode, and therapy was not exhausted. Additional information from the field representative indicates that the physician prescribed rate control medications. Also, the patient is scheduled for an office visit for follow up. The device remains in service. No additional adverse patient effects.